Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the past 3 days they feel like their implant has moved closer to their spine. Caller stated that they used to be able to walk with their walker but now they have to sit down and roll because their feet won't move. Caller mentioned that the pain is terrible when the implant charge is gone and it never used to be like that. Caller confirmed stimulation is on now. Caller noted that the time it takes to charge the implant enough to turn stimulation back on is so painful. Caller denied any recent falls or injuries. Caller stated they need to have an x-ray to see if the implant has moved. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.